Event description:
The pt's vendor reported that the pt experienced elevated blood glucose of 18 mmol/l (324 mg/dl) in 2009. The pt injected 5 units of insulin via pen and 3 hrs later blood glucose levels measured 5 mmol/l (90 mg/dl). The pt's normal blood glucose level is 7-8 mmol/l (126-144 mg/dl). The pt believes the infusion device is not accurately delivering insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.